Manufacturer narrative:
(B)(6).

Event description:
It was reported that when an asymptomatic patient presented in clinic during follow up, post-paced t-wave oversensing was observed. The patient did not receive therapy due to oversensing. Programming changes were recommended. No further information is available.